Manufacturer narrative:
An event regarding wear involving a trident 10° crossfire insert 26 mm ID (pr# (B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. A visual inspection of the devices noted they were unremarkable. A review of the x-rays provided to a clinical consultant confirm an adequate implantation of an exeter stem in the left hip in combination with a cementless trident cup. All components have adequate size, position plus alignment with stable fixation in the bone.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported: (B)(6) 2003: tha surgery was done for left oa. (B)(6) 2014: revision surgery caused by osteolysis. Also, an x-ray of the exeter stem showing loosening was noted.

Event description:
It was reported: (B)(6) 2003: tha surgery was done for left oa. (B)(6) 2014: revision surgery caused by osteolysis. Also, an x-ray of the exeter stem showing loosening was noted.